Event description:
It was reported that the table locks did not actuate, that caused the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found a malfunction in the main power supply board. The fe replaced the board and tested the system. The tablelocks were verified to be performing within specifications.